Manufacturer narrative:
The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. The device passed the homechoice rite (return instrument test/evaluation) electrical test; however, the device failed the homechoice rite functional test. It was determined the failure was not related to the reported issue. An internal and external inspection was performed. External inspection revealed the door organize hanger broken, which is unrelated to the reported issue. The direct cause was physical damage. The cycler remote toolbox (crt) was used to analyze the device pneumatic system. The crt revealed no leaks and all pressures were correct and stable. The device passed seal, purge and wet disposable integrity test and successfully completed a short simulated therapy. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. Review of the device history records revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the device evaluation was completed. There was nothing found during the analysis of the device or in the evaluation of the logs that could cause or contribute to the reported event. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed pd therapy on a homechoice (hc) device, passed away due to an unknown cause. It was not reported whether the pt was hospitalized prior to death. It was unknown if the pt was at home or hospitalized at the time of death. It was unknown if an autopsy was performed. Pd therapy was ongoing until the time of death. It was unknown if the pt was connected to the hc at the time of death. No further information was provided. No additional information available.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.